Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during a rotator cuff repair surgery, the packing was opened but it was not used. When opened, it was noted that the protective layer at the top of the device was broken. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summar the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device is completely out of its original packaging. The suction tube shows residues. The black sleeve near the tip is damaged. The device will be sent to the manufacturer for further analysis. Manufacturer investigation result for vapr s90 4.0mm w/integr hdp -ea: the device was not received in its original; packaging, shelf-carton box only. Tip components condition is used, tissue debris inside the active tip. Some residue on the active tip surface. Handle assembly condition is used, no misuse. Cable and plug assembly condition is used, no misuse. Procedural residue visible in suction tube. Heat-shrink damaged on the distal end. Visual inspection determined that the device was returned in used conditions, which contradicts what is enclosed in the reported event description. Therefore the reported issue "opened the packing (did not use)" is not confirmed. Electrical checks: the device passed all parameters. Functional checks: the device failed footswitch activation for ablation, output short error and sparks. Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps complaints. The flow rate testing failing prior to activation can be attributed to procedural debris on the active tip and in the suction path. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through CAPA. To eliminate recurrence of this failure mode, a design change is required. The overall complaint was not confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have not contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to device design. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. Depuy synthes will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review a manufacturing record evaluation was performed for the finished device u2411007 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition. The black sleeve on the shaft shows deformed near the tip. The cautery tip shows activation evidence. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue. Based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.